Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
During a remote follow up, an alert was received indicating non-sustained oversensing due to internal impedance measurements that resulted in mode switching episodes. As the device was nearing normal eri, reprogramming was not performed. The patient condition was good.